Event description:
Blood sugar was in the 300's for two days, ketone in large amount. Pt gave herself a bolus from another pump but her sugar level would not come down. ER nurse told pt to come in due to her high blood sugar levels. While at the hospital, pt was given 2,000 cc's of fluids. Pt was then sent home with a blood sugar back up to 250. Pt removed pump and continued the regiment of using long acting insulin with short acting sliding scale. Pt received a recall notice from medtronic describing the process that could happen if the pump is not working properly. Based upon the recall pt was unaware of the pump having a leaking reservoir.